Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states battery compartment is corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, scratched case, cracked case at display window corner, cracked lcd window and minor scratched lcd window.